Event description:
It was reported that the safety mechanism does not operate correctly and detaches with an bd eclipse¿ needle. The following information was provided by the initial reporter: we have found the covers sometimes come off when trying to flip them with one hand. They hinder how we hold the syringes. And we have instances where they do not cover the needles. It is especially distressing as many times there are small siblings in the rooms with mom and baby and not knowing if the needles are covered enough/or properly. It is difficult to pull covers off. Additional customer information received: we have been having issues with the 25g 1inch needles, no specific lot number we are having problems with, it is more the style of the cover. It is more difficult to give the shots as the cover is in the way when injecting (we are in peds clinic and often give multiple injections). We are also having some of the needles pink covers fall off when trying to move them to cover the end.

Manufacturer narrative:
H.6. Investigation summary:a physical sample was not available for investigation but bd was provided with photos of the defect for evaluation. A review of the device history record was performed for the reported lot, 9147623, and no quality issues were found during production. Our quality engineer reviewed the provided photos and no defects were found. Based off the provided photos the engineer was unable to verify the reported defect. Since no defects were found a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings. H3 other text : see section h.10

Manufacturer narrative:
The following fields have been updated with additional information: describe event or problem: it was reported that the safety mechanism does not operate correctly and detaches with an bd eclipse¿ needle. The following information was provided by the initial reporter: we have found the covers sometimes come off when trying to flip them with one hand. They hinder how we hold the syringes. And we have instances where they do not cover the needles. It is especially distressing as many times there are small siblings in the rooms with mom and baby and not knowing if the needles are covered enough/or properly. It is difficult to pull covers off. Additional customer information received: we have been having issues with the 25g 1inch needles, no specific lot number we are having problems with, it is more the style of the cover. It is more difficult to give the shots as the cover is in the way when injecting (we are in peds clinic and often give multiple injections). We are also having some of the needles pink covers fall off when trying to move them to cover the end. Medical device brand name: bd eclipse¿ needle. Medical device type: fmi. Common device name: hypodermic single lumen needle. Medical device manufacturer: becton dickinson medical singapore/ 639461. Medical device catalog #: 305761. Unique identifier (UDI) #: (B)(4). Manufacturing location: becton dickinson medical singapore/ 639461. PMA / 510(k)#: k161170.

Event description:
It was reported that the safety mechanism does not operate correctly and detaches with an bd eclipse¿ needle. The following information was provided by the initial reporter: we have found the covers sometimes come off when trying to flip them with one hand. They hinder how we hold the syringes. And we have instances where they do not cover the needles. It is especially distressing as many times there are small siblings in the rooms with mom and baby and not knowing if the needles are covered enough/or properly. It is difficult to pull covers off. Additional customer information received: we have been having issues with the 25g 1inch needles, no specific lot number we are having problems with, it is more the style of the cover. It is more difficult to give the shots as the cover is in the way when injecting (we are in peds clinic and often give multiple injections). We are also having some of the needles pink covers fall off when trying to move them to cover the end.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. .device manufacture date: unknown.

Event description:
It was reported that the safety mechanism does not operate correctly and detaches with an unspecified bd posiflush¿ needle. The following information was provided by the initial reporter: we have found the covers sometimes come off when trying to flip them with one hand. They hinder how we hold the syringes. And we have instances where they do not cover the needles. It is especially distressing as many times there are small siblings in the rooms with mom and baby and not knowing if the needles are covered enough/or properly. It is difficult to pull covers off.